Manufacturer narrative:
The lens was returned positioned correctly in a lens case. A small amount of particulate was observed on the lens surface. The anterior optic surface was scratched from the outer edge to the central optic zone which was seen at 16x magnification. The optical resolution was acceptable; focal length reading is 26.03 equaling 13.5 diopter. Product history records were reviewed and all documentation indicates the product met release criteria. The complaint will be reviewed with the appropriate inspection personnel. There are no other complaints reported in this lot number. Additional information was requested on 06/19/2008 and on 06/25/2008 by phone. Additional information was received on 06/27/2008. This report was mailed to FDA on: 07/11/2008.

Event description:
A technician reported a surgeon noted the intraocular lens (iol) was defective prior to use. There is no patient impact associated with this report. Additional information was requested.